Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed visual inspection and found sensor with cannula broken (crimpled), broken part found still in cannula tubing. See attachment file for details. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
Customer reported via phone call to have received a change out sensor alarm, bad sensor alert and calibration error alarm. Customer also reported to have experienced sensor glucose versus blood glucose differences. Customer's sensor glucose was 40 and blood glucose was 168 mg/dl. Customer was advised that sensor would be replacec.